Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during pt treatment. New disposables used to continue the treatment without incident. The reported incident occurred after the dialyzer was reused 3 times. Hcp reports no pt injury or need for medical intervention.